Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 ipg implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that during a routine device replacement, the right ventricular lead was noted to be possibly fractured. There was high impedance in both bipolar and unipolar pacing configurations and an elevated, but stable, capture threshold. The physician elected not to replace the lead due to the acceptable electrical parameters, and the patient's age and low percentage of pacing. The lead remains in use. No patient complications have been reported as a result of this event.